Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. IFU states-optimal inflow cannula position is toward the mitral valve and parallel to the interventricular septum. An inflow occlusion occurs when an inflow cannula is obstructed by the interventricular septum, also causing a suction condition. Temporary inflow obstruction can occur as a result of surgical positioning, patient position or during straining (valsalva). Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was still hospitalized post initial left ventricular assist device (lvad) and on (B)(6) 2016 the patient underwent a pump exchange. The patient required an inflow cannula reposition due to malposition of inflow cannula noted in computed tomography (CT) chest. It was stated that the patient had frequent arrhythmias possibly related to cannula malposition. Patient was then taken to the operating room to reposition cannula, thoracotomy preformed. Surgeon immediately noted breakdown and disintegration of polyurethane coating distal to the pump, stated not to be caused by the surgeon. It was further stated that the decision was made to perform a pump exchange as integrity of driveline was questioned. It was also stated that the patient did not have any electrical fault alarms or spontaneous pump stoppage. No additional information available.

Manufacturer narrative:
Pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files were not available for analysis. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed an incision of the driveline sheath at the electrical header which aligns with the reported event details "the surgeon noted breakdown and disintegration of polyurethane coating distal to the pump". This damage was not present at the time of device release and could have been induced during use due to improper handling. However, this damage did not impede the functionality of the pump since the returned pump performed as intended and did not contribute to the reported "clinical adverse event of frequent arrhythmias experienced by the patient possibly due to malposition of inflow cannula". There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. Pathological evaluation did not reveal any evidence of thrombus formation. Based on the investigation conducted, there is no evidence of any malfunction that could have prevented the pump from functioning as intended. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.